Event description:
The customer is claiming that during a lapchole procedure there was unstable pressure and flow rate readings. The pt's aorta (in the stomach) was knicked. Pt lost a lot of blood and ended up in intensive care. It was necessary to finish the procedure with an open procedure.